Event description:
It was reported that the implantable pulse generator (ipg) triggered power on reset. The patient was found to be undergoing radiation therapy. The ipg was cleared and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not returned. Performance data collected from the device was analyzed and revealed power on reset parameters. Multiple parity errors were logged ((B)(4)-2011). The device should be able to fully recover after the resets. Parity errors are known to occur with high probability in patients who are exposed to radiation therapy. Diagnostic information is consistent with reported event.